Event description:
It was reported difficult deflation was encountered after the first inflation during an iliac angioplasty procedure of a calcified lesion via a contralateral approach. A needle was inserted percutaneously to puncture and deflate the balloon. Following removal of the balloon catheter through the introducer sheath, it was noted the distal portion of the balloon material had detached and remained in the patient. No retrieval was attempted at that time. The following day the patient reportedly thrombosed and surgical retrieval of the balloon fragment followed. The patient's condition is good. Co's information indicated the lesion was calcified. This may have contributed to this event, however, without evaluating the device co is unable to determine the cause for this event.